Event description:
(B)(6) complaint handling unit reported a broken plate. On (B)(6), surgery was performed for osteosynthesis using a locking compression plate, 2,4 mm long for extra-articular distal radius and bone graft for metaphyseal fracture. The patient went back home on (B)(6) 2008. The patient progressed well in the postoperative period with complete healing of the wound without any signs of infection. The patient maintained immobilization of the left wrist and orientation and did not conduct activities with weight on the left upper limb. Within two to five months postoperatively, the patient was diagnosed with metaphyseal bone resorption of the graft and indicated further surgery for correct the bone grafting. The patient returned in the last week of (B)(6) with a failure of the implant. On (B)(6) 2009, osteosynthesis performed with locking compression plate radio volar plate plus iliac graft. Again, the patient maintained immobilization of the left wrist and orientation and did not conduct with weight on the left upper limb.

Manufacturer narrative:
Device was used for treatment. Device is not distributed in the united states, but is similar to device marketed in the USA. This individual adverse event report is being made in accordance with the synthes MDR exemption request dated october 2011. A review of the events associated with the request was performed and it was determined that none of the events constitutes systemic issues related to product quality, changes in product design, method of use, or changes in expected risk thresholds. Review of the data also indicated no significant change in risk/benefit of each product category, no evidence of deficiencies in the design, labeling, or manufacture of the device. As no lot number was provided, no device history record review can be performed. The device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed.